Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted (B)(6) 2008, 5867-3m x2 adaptors, implanted: (B)(6) 2014, dtbb1d1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular lead was oversensing, and non-sustained episodes with an aborted shock were noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.